Event description:
It was reported that the right ventricular (rv) lead was under and over-sensing, resulting in inappropriate rate drop therapy. It was further reported that the rv lead was fractured. The rv lead was programmed off and was planned to be explanted and replaced. No further patient complications have been reported as a result of this event.